Event description:
A family member reported that the customer was admitted to the hosp on 25 feb 2006 due to loss of consciousness. The pt complained of weakness, confusion and light-headedness, given IV drip of glucose solution and discharged 4 days later. It was also reported that the meter would not turn on.